Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the stylet was stuck in the left ventricular lead. The physician used forceps to use the stylet with difficulty. A different stylet was used and was not able to advance into the lead. The lead was not used and replaced. The patient was in stable condition prior, during, and post operation.